Manufacturer narrative:
Product ID 3093-28, serial# unknown; product type lead. (B)(4).

Event description:
It was reported that an electrode may have rolled on itself and there was no communication between the stimulator and the electrode. When the lead was explanted, it was noticed the lead was twisted. It was stated that there were impedances over 4000 ohms. No x-rays were performed. The lead and implantable neurostimulator (ins) were replaced.

Manufacturer narrative:
Analysis of the neurostimulator, serial #(B)(4), found no anomaly. Analysis of the unknown lead found all of the conductors were broken 14 cm from the proximal end from overstress and damage. The overall length of the outer insulation was twisted.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.